Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided. Living with diabetes: chapter 13 / page 172-173. Warning: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. Prepare an emergency kit to keep with you at all times. The kit should include: several new, sealed pods. A vial of rapid-acting u-100 insulin (see "general warnings" on page xii for insulins cleared for use in the omnipod dash¿ system). Syringes or pens for injecting insulin. Blood glucose test strips. Blood glucose meter. Ketone test strips. Lancing device and lancets. Glucose tablets or another fast-acting source of carbohydrate. Alcohol prep swabs. Instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted. A signed letter from your healthcare provider explaining that you need to carry insulin supplies and the omnipod dash¿ system. Phone numbers for your healthcare provider and/or physician in case of an emergency. Glucagon kit and written instructions for giving an injection if you are unconscious (see "avoid lows, highs, and dka" on page 176). Living with diabetes: chapter 13 / page 176. Avoid lows, highs, and dka, you can avoid most risks related to using the omnipod dash¿ system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often.

Event description:
It was reported by the tech coordinator that they got a call from the patient's sister that the patient was found deceased in her home by police. The cause of death was unknown. We have been unable to obtain any new information regarding the patient's death.

Manufacturer narrative:
Inspection of the returned device found no damages, defects, or manufacturing deficiencies that would prevent proper use. During the investigation, the pdm functionality was tested thoroughly, and no issues were found with the ability of the pdm to pair and activate pods, command insulin delivery, receive blood glucose values, generate alerts and alarms, and deactivate pods. Review of the .ibf and android log files downloaded from the pdm showed no abnormalities with the use of the pdm. The .ibf file showed continued delivery of the user's basal rate and entries for blood glucose readings as well as calculated and manual boluses. No pdm alarms occurred during the time of the reported event. The .ibf file and android audit log files showed evidence that interaction with the system ended on (B)(6) 2020, as the pod and pdm lost communication and no evidence of the pdm being unlocked was observed before (B)(6) 2020 when the pdm was turned off. The android log files downloaded from the pdm showed no engineering logs available from the date of occurrence due to continued use of the pdm after the reported event, as the log files show evidence of the pdm being turned on and off, unlocked, and the history and setting inspected on several different days after the date of last use. Investigation of the returned device found no issues that would contribute to the reported event. The pdm was determined to have functioned as intended.